Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent act button response due to corroded keypad traces. Device was received with normal operating currents. Device was monitored for several days and no battery out limit alarms occurred during testing. Device had bleeding lcd , partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and reservoir tube window cracked.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. She removed and reinserted the battery ad received a battery out limit alarm which could not be cleared due to the keypad issue. Blood glucose value was 113 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.